Manufacturer narrative:
Review of the returned device did not find any indications of wear on the bottom surface or sidewalls of the tulip to indicate that the rod was not properly reduced and contributing to the failure. There have been no other complaints regarding this specific manufacturing batch or lot of pedicle screws and only six total complaints for pedicle screw breakage. As revision surgery was performed to add additional levels after almost three years of implantation and beach marks or striations were found on the neck of the polyaxial screw, the pedicle screw breakage was likely due to fatigue failure as a result of non-union.

Event description:
On april 30th, 2024, dr. (B)(6) did a posterior spinal fusion with a hardware revision. The original surgery was done in 2021. On april 30th the screws at si were noted to be broken bilaterally. Dr. (B)(6) didn't know the screws were fractured until interoperative evaluating them when extending the construct. Correct? (B)(6) responded: yes you are correct (B)(6) he didn't know the screws were fractured until we got into the surgery to remove them.